Event description:
A user facility reports that a vitrectomy was performed on a pt that had cataract surgery and intraocular lens (iol) implant. The relationship of this event to the iol is not known.